Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Correction - patient's weight should be (B)(6) instead of (B)(6).

Event description:
Follow up information received that the patient underwent surgical intervention in which the lead was explanted and replaced. Therapy was effective post operation.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient has been receiving inadequate therapy lead migration was confirmed via x-ray. As a result, the patient may undergo surgical intervention on a later date.